Event description:
It was reported to boston scientific corporation that the patient underwent therapeutic placement of a prefyx mesh sling in 2006. Post procedure, during a routine follow up visit that occurred roughly one year later, it was noted that the mesh was exposed. The physician opted not to excise the mesh or provide any form of treatment since the patient was not suffering from any pain or discomfort. The patient was relieved of stress urinary incontinence. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A lot history search was performed and found no similar complaints have been reported from this lot. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The may 2007 15-month pre pubic sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A failure analysis could not be performed due to the non return of the product. No conclusions could be drawn regarding the possible root cause for this complaint.